Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and when checked, the mounted stent was found to be lifted. The procedure was completed with a 2.5mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified central stent damage. The 6 most proximal struts are undamaged. The 4 most distal struts are undamaged, the remainder of the stent is twisted and pushed in a proximal direction pulling the stent away from the distal marker band exposing the balloon material. This damage is consistent with the stent meeting resistance or an obstruction during insertion of the device. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to event. The undamaged section of the crimped stent od (outer diameter) was measured and was less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along its length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and when checked, the mounted stent was found to be lifted. The procedure was completed with a 2.5mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.